Event description:
The customer reported that the device malfunctioned. No further information was available from the site regarding the incident or instrument and there was no patient injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.